Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was exhibiting fluctuating pacing impedance measurements while it was in service with previous device. A device change-out procedure took place and the pacing impedances increased to greater than 2000 ohms when connected to the new device. It was verified on x-ray that the helix on the rv lead was not deployed. The physician elected to leave the lead in service with the new device as the other lead measurements were within normal range and defibrillation threshold testing (dft) was successful. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Approximately fifteen months later we received a latitude red alert for a high out of range rv pacing impedance greater than 2,000 ohms. Additional information indicated no intervention planned to be performed. All other measurements remained within normal range.

Manufacturer narrative:
All available information indicates that the rv lead remains in service with the new device. There is no additional information available. If additional information becomes available the event will be updated.